Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and vaginal delivery. Concurrent conditions included drug hypersensitivity (azithromycin skin rash and/or hives pcn class (penicili* asthma and/or shortness of breath) and human papilloma virus antibody positive. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("autoimmune disorder type of disorder: inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal scheduled in 2019). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, inflammation, hormone level abnormal, dysmenorrhoea, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Discrepancy noted: date of implant: (B)(6) 2013, (B)(6) 2014. If you have not had your essure removed, are you currently planning for essure removal?: yes. Anticipated or scheduled date: --/--/2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and vaginal delivery. Concurrent conditions included drug hypersensitivity (azithromycin skin rash and/or hives pcn class (penicillin* asthma and/or shortness of breath) and human papilloma virus antibody positive. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("autoimmune disorder type of disorder: inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal scheduled in 2019). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, inflammation, hormone level abnormal, dysmenorrhoea, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Discrepancy noted: date of implant: (B)(6) 2013 or (B)(6) 2014. If you have not had your essure removed, are you currently planning for essure removal? Yes. Anticipated or scheduled date: 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Lot no. Added. Reporter's information updated. Events:hormonal changes, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: inflammation,dysmenorrhea (cramping), pain, fatigue were added. Medical history , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.